Event description:
It was reported that an ilet user experienced hyperglycemia with a highest blood glucose of 392 mg/dl for over one hour while using an inset 6 mm 23" infusion set, with no delivery-stopping alarms reported and a fingerstick of 266 mg/dl; the user noted a bent cannula on a prior infusion set and opted to monitor after a recent set change, with glucose trending down to 243 mg/dl during the call. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no backup therapy use, and no ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia, with a possible contribution from a previously bent cannula, although no current device alarms or infusion set issues were confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.